Manufacturer narrative:
This system is not for clinical use. A medtronic representative went to the site to test the equipment. Connected keyboard and monitor to ias (image acquisition system) computer. Booted up mvs (mobile viewing station) and ias while still connected via umbilical. System completely booted and entered 2d mode. Able to manipulate o arm at will to any settings. Had no indications of failures or faults during system operation. Could not locate s8 for testing with . Connected s7, and tested with o arm. Could not duplicate problem. System performs as intended. The imaging system passed the system checkout and was found to be fully functional. A few days later, the medtronic rep was able to boot the o-arm and complete the ip address for the stealth s8 connectivity. The next morning the rt booted it, but it froze. 3 more attempts to boot were unsuccessful. The medtronic rep was able to boot it and operate it properly by: disconnecting umbilical cable. Turning on mvs (mobile viewing station) and allowing it to fully boot, then connect umbilical cable, turn on ias (o-arm). Anything other than this specific order of steps was unsuccessful. Original issue caused by boot sequence.

Event description:
A medtronic representative reported that while attempting to start the o-arm, it took 5 times of restarting the system in order it to boot fully. No patient present as this is a system used for surgical simulation.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. Log analysis confirmed the reported issue that the viewing station of the imaging system became unresponsive at startup. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.